Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from pediatrics on (B)(6) 2021 at 245 am or pm, that the volume of medication was either 14.5 ml or 17.3 ml in a syringe of unknown size. It is unclear which was the actual volume to be infused (vtbi) but the vtbi that read on the pump did not match what was in the syringe. There was patient involvement but patient harm was unknown.

Manufacturer narrative:
Omit f24 - insufficient information omit a140504 - inaccurate delivery (2339) omit b21 - type of investigation not yet determined omit c21 - results pending completion of investigation omit d16 - conclusion not yet available correction: unique identifier (UDI) #: device return to manuf .?: additional information: describe event or problem if other specify imdrf annex f code imdrf annex a code imdrf annex g code imdrf annex b code imdrf annex c code imdrf annex d code manufacturer narrative a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Not applicable. Device evaluated by bd.

Event description:
It was reported from pediatrics on (B)(6) 2021 at 245 am or pm, that the volume of medication was either 14.5 ml or 17.3 ml in a syringe of unknown size. It is unclear which was the actual volume to be infused (vtbi) but the vtbi that read on the pump did not match what was in the syringe. There was patient involvement but no patient harm.